Manufacturer narrative:
(B)(4). The device was received with the coating material of the housing flaking off. The loose particles on the surface are aluminum oxide from the base material. It was connected to a generator and resulted in a "replace handpiece" alert screen displayed by the generator. The instrument was disassembled to inspect the internal components. The moisture indicator was positive and a degradation of the hand activation wire outer jacket was observed. In addition, an internal electrical test that revealed a power to ground short circuit condition at the cable level, affecting the functionality of the handpiece. The handpiece has a number of seals to prevent fluids from entering the housing. "Positive moisture indicator¿ describes a condition where water enters the handpiece cavity during the steam sterilization process. The primary path of ingress is the distal seal; this may be caused by a reduction of the compressive force on the distal seal. However no definitive root cause could be drawn. It is probable that the ingress of moisture affected handpiece functionality. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure the generator showed "change the pignet", 36 use left. Another hand piece was used to complete the case. No patient consequences.